Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Event description:
It was reported that the customer experienced occlusion alarms and led to the customer going to the emergency room (ER) on (B)(6) 2025 with an unknown blood glucose (bg) level with ketones. The customer's health care provider assisted with administering manual insulin injections to address bg. Customer consumed juice in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.